Manufacturer narrative:
The device history record were reviewed with special attention to the raw materials, the subassemblies. The mfg process and the quality control testing. This lot met all release criteria. There is noting seen in the DHR to indicate that there was a mfg related cause for this event. This is the only complaint reported to date for this corporate lot number. The device has not been returned to the MFR to date. The investigation is currently underway.

Event description:
It was reported that the pta balloon failed to deflate after treating a lesion in the popliteal vein and proximal tibial-peroneal trunk. Attempts were made to deflate the balloon using negative pressure with an inflation device and syringe but were unsuccessful. Attempts were also made using a guidewire to pop the balloon but it remained inflated. Finally, the inflation pressure was intentionally increased to over 30 atm (rbp=12 atm) and the balloon ruptured. There was no damage to the vessel. The balloon was removed through the sheath in its entirety without incident. The procedure ended with no further treatment. There was no report of injury and the pt was reported to be fine post-procedure.